Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user required assistance performing an ilet supply change due to low vision, completed the change with a helper, and experienced hyperglycemia with a blood glucose of 246 mg/dl at insulin resumption followed later by hypoglycemia that the user treated with oral glucose (soda), after which glucose returned to range. Symptoms included irritability during hyperglycemia and no reported symptoms during hypoglycemia. Outcomes included transient hyperglycemia followed by transient hypoglycemia without hospitalization or emergency care. Investigation included customer support troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions and no device component concerns, and the cause of the glycemic excursions remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with user and situational factors possible. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.